Manufacturer narrative:
H3: analysis of the b31040 testing cable revealed cable/distal end/spring contact/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine impedance check for deep brain stimulation, the accy b31040 lead test cable showed high impedance in segment 2a. After troubleshooting by disconnecting and reconnecting, high impedance was also noted in contact 3. A faulty lead test cable was identified, and upon exchanging the cable, all impedances were normal. A new b31040 cable was used, and the surgery was completed without further issues. No patient complications have been reported as a result of this event. 2025-apr-10 e1 (rep): no new information